Event description:
It was reported that the ceramic housing on a mitek vapr electrode broke off during use, and the doctor couldn't retrieve it. No further information was given, or is expected to be received regarding this event. No patient injury was reported at this time. Ceramic fragment in the joint could potentially cause injury to a body structure and required intervention to remove the fragment.